Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported nothing comes out of the pen needle during the priming. He uses new pen needle each time of his injection. He rotates the skin site for his injection each time. He visually tests the needle to see if it is straight. He does not attach the pen needle very tightly. Explained consumer not to tighten the pen needle while attaching. Nothing came out of the pen needle from the other box in the past. Sample discarded. Item# 320122;occurence-unknown. About 2 or 3 times occurred less frequently."

Manufacturer narrative:
H.6. Investigation summary: customer returned five (5) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported nothing comes out of the pen needle during the priming. All five returned samples were examined, and it was observed that all five pen needles had bent non-patient end (npe) cannulas; however, no evidence of manufacturing defects was observed. Since all five samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Unable to perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported nothing comes out of the pen needle during the priming. He uses new pen needle each time of his injection. He rotates the skin site for his injection each time. He visually tests the needle to see if it is straight. He does not attach the pen needle very tightly. Explained consumer not to tighten the pen needle while attaching. Nothing came out of the pen needle from the other box in the past. Sample discarded. Item# 320122;occurence-unknown. About 2 or 3 times occurred less frequently."